Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during attempted air aspiration of the 12x20mm armada 35, prior to use in the patient, negative pressure could not be applied and the device continued aspirating. Therefore, the device was not used and there was no patient involvement. A different sized armada was used for the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.